Event description:
It was reported that the image file on the 9800 system for a pt was irretrievable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The calibration data files were reinstalled during the service call. The system was tested and found to be working as intended and put back into service.